Event description:
The customer reported that during surgery, on of the snap pins broke of the electrode jaws. It did not fall into the pt cavity. Another device was used to complete the procedure. No pt injury.

Manufacturer narrative:
(B)(4).. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.